Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery with manual prime and the insulin did not exit. Customer's blood glucose level was 110 mg/dl at the time of incident. Customer stated that the after changing the reservoir the issue was resolved. The reservoir will be retuned for analysis and the insulin pump will not be returned for analysis.